Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional information added to b5, additional code added to h6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device remained implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and reviewed by an edwards lifesciences proctor/imager and the following observations were made: the valve was deformed at the inflow due to interaction with pre-existing mitral bioprosthesis valve. The valve was deployed low (approximately 50/50 or 60/40 (aortic/ventricle), and it was slightly under-expanded with mid valve of 27.5mm (adding 0.5mm for outer dimension diameter). Paravalvular leak and central leak were observed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to the event. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of the risk management documentation was performed, and the reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Malposition of the 29mm sapien 3 valve was confirmed based on the provided imagery. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to the valve malposition. With the limited information available, the exact cause of the valve malposition is unknown but may be related to the mechanisms above. Paravalvular leak was confirmed based on the provided imagery. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (under expanded valve, low deployment of valve) may have caused or contributed to the pvl. Valve frame damage was confirmed based on the provided imagery. In this case, the deformation of the frame at inflow was due to low valve deployment (malpositioned transcatheter heart valve), leading to interaction with the pre-existing mitral prosthesis valve resulting in frame deformation at inflow. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the valve frame damage. Central regurgitation of the valve was confirmed based on the provided imagery. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient experienced paravalvular leak, which could affect the hemodynamic of the blood flow, resulting in central regurgitation. Paravalvular leak could decrease the blood back flow pressure, which was required for a proper valve leaflets coaptation. So, if the valve leaflets were unable to be fully closed, it could result in central regurgitation, as reported. Furthermore, the deployed valve was under expanded valve and deformed at the inflow, which could lead to suboptimal valve leaflets coaptation, resulting in further central regurgitation. As such, available information suggests that patient factors (paravalvular leak) and/or procedural factors (under expanded valve, deformed valve) may have contributed to the central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
After the valve in valve was performed pvl was reduced from severe to trace/mild with a singular point of pvl. After implant, the valve was post-dilated with a balloon. Patient was doing well post-procedure and was returned to their room.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 8 days post-implant of a 29mm sapien 3 transcatheter valve in the aortic position, the patient was admitted to the hospital for heart failure symptoms. The patient underwent diuresis. Tee was performed, which showed moderate-to-severe paravalvular leak (pvl) and mild-to-moderate central leak. Imagery was reviewed by an edwards lifesciences thv medical affairs clinical imaging specialist. It was observed on fluoroscopy completed at implant and confirmed on post-CT 12 days later that the valve was deployed low, 50/50 (aortic: ventricular) or 60/40 (aortic: ventricular), and the valve is under-expanded at mid valve at 27.5mm. On CT it was observed that the valve is deformed at the inflow on the non-coronary cusp side. It is thought that the deformation is due to interaction with the existing mitral prosthesis. Echo post deployment shows a mild eccentric posterior pvl jet. Tee reveals pvl at the non-coronary cusp and mild central regurgitation. A valve in valve was performed with a 29mm sapien 3 ultra resilia, which was placed higher within the current valve. There was trace to mild leak and no heart murmur. Prior to the valve in valve, the murmur was loud, and the leak was severe by echo.